Manufacturer narrative:
Device evaluation follow-up #1 - the device was returned to animas and evaluated by product analysis on 08/26/2015 with the following results: black box shows evidence of an alarm on (B)(6) 2015. Moisture is observed under display, pump could not be exercised for 24 hours due to the alarm. The pump case is cracked/damaged on right top corner between display lens and the seal case. Cracked pump with case leak, display is dim/fading/reddish, pump case removed and further moisture was observed internally, display is cloudy due to moisture under display, display is distorted due to moisture damage. The keypad cover is torn and all keypad buttons respond intermittently, keypad cover removed and contamination was found under all contacts, investigation completed with returned battery cap.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a call service alarm issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.